Manufacturer narrative:
Device manufacturing date and device expiration date could not be determined. Device serial number/lot number is unknown. Event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damages nor other workmanship defects were detected. Functional testing found the leak is not observed in the unit. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device malfunction (water leak). Lot unknown. Discovered upon opening. No injury.